Manufacturer narrative:
Complaint is confirmed. The complaint devices were not returned for investigation, however an x-ray of the alleged complaint devices was provided. Based on the x-ray provided, the ar-8771-2020s can be seen implanted on the middle toe of the patient's foot, and it can be seen that the plate is broken at the junction of each hole. The second ar-8771-2020s can be seen implanted but cannot be confirmed whether it is broken or not based on this x-ray. As the complaint devices were not returned for investigation the cause of the breakage cannot be determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/21/2021, it was reported by a sales representative via e-mail that a surgeon implanted three dynanite compression plates in a patient on (B)(6) 2020 and the same patient came back to the surgeon in (B)(6) with all three plates broken. No additional information provided. Additional information requested. Additional information provided 09/24/2021: the date of the primary procedure was (B)(6) 2020 for a midfoot fusion. This procedure took place at (B)(6) hospital, arthrex account # (B)(4). Late (B)(6) 2020 the surgeon performed a revision where the following arthrex device(s) were explanted. X-ray attached. Ar-8771-2020ms, lot: 10722480 qty. 1, ar-8771-0220s, lot: 10722375 qty. 2.